Event description:
It was reported that the surgeon ruptured the posterior capsule during lens manipulation in the left eye. Lens had to be removed and replaced with another model lens. Vitrectomy was performed.